Event description:
Reportedly, during patient use, an o2 sensor error occurred. Replacing the oxygen sensor resolved the issue. There was no medical intervention required as a result of this issue.

Manufacturer narrative:
Though requested, patient information was not provided.